Event description:
During a procedure the surgeon noticed that the sleeve of the endocut disposable scissor tip fell off. Flames caused melting of the tube/tip and a burn to the patient in bowel area.

Manufacturer narrative:
Microline pentax has made several requests for product return. The investigation could not be conducted since the product was not available.